Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer (fse) replaced new bio ID but did not work due to new driver needed, fse updated driver and reinstalled original bio-ID. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier failed and did not recognize or prompt for the practitioner. Customer stated that this issue had occurred approximately one month ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier failed and did not recognize or prompt for the practitioner. Customer stated that this issue had occurred approximately one month ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier failed and did not recognize or prompt for the practitioner. Customer stated that this issue had occurred approximately one month ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.